Event description:
It was reported that a revision surgery was performed due to pain.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that this is a legal complaint from the united states. All information will come through the smith and nephew legal department. The medical investigation task will be re-opened when the information becomes available. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Pain is a potential complication associated with any surgery. Some potential probable causes could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.